Event description:
Promus premier china registry it was reported that the patient died. In (B)(6) 2019, the subject was referred for cardiac catheterization and the index procedure was performed on the same day. The target lesion #1 was located in the proximal left circumflex artery (lcx) with 90% stenosis and was 42 mm long, with a reference vessel diameter of 2.5 mm. The target lesion #1 was treated with pre-dilatation and placement of 2.25 mm x 24 mm overlapped with 2.50 mm x 24 promus premier stents system. Following post-dilatation, the residual stenosis was noted to be 10%. The target lesion #2 was located in the proximal left anterior descending (lad) artery extending up to middle lad with 90% stenosis and was 34 mm long, with a reference vessel diameter of 2.75 mm. The target lesion #2 was treated with pre-dilatation and placement of a 2.75 mm x 38 mm promus premier stent system. Following post-dilatation, the residual stenosis was noted to be 10%. Four days later, the subject was discharged on aspirin and clopidogrel. In (B)(6) 2023, the subject died, and the primary cause of death was unknown. There was no action taken to treat the event and it is unknown if an autopsy was performed.

Manufacturer narrative:
E1. Initial reporter phone: (B)(6).